Event description:
It was reported that the minicap transfer set spontaneously disconnected from the titanium adapter. There was no report of patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.